Manufacturer narrative:
The reported field event of unexpected reset was confirmed. Upon receipt, the device was above eri and in backup vvi (bvvi). The cause of the reset was found to be due to a faulty integrated circuit when stored at room temperature. After the device was restored from the backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Prior to an implant, the device was found to be in back up (bvvi) mode. The device was not used and was replaced to resolve the event. There was no patient consequences.